Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller reported they were getting low battery message on the controller screen yesterday when they were recharging the ins and medtronic rep lauren told them to call for battery pack replacement. Troubleshooting was unable to be performed as caller stated patient is asleep and all the external devices are with the patient and he didn't want to disturb the patient. Ps recommend calling ps back with the patient and the external devices to troubleshoot. Additional information was received, caller stated the controller turn off in the middle of charging the ins and there is no message on the screen. Patient stated for the last 6 months to a year she gets reposition recharger message, paddle is sensitive and it takes 1hr to charge the ins and it used to take 45mins. Patient stated they have to sit on the paddle to charge the ins and the paddle gets warm. Patient reviewed best practice for recharging. Caller stated pt turn ins off at night. Patient services (ps) confirmed no falls or trauma. Controller show ins 70%, controller 100% charged. Ps asked caller to inspect the recharger (rtm) for damage and caller said there is no visible damage to the rtm. Ps asked caller to inspect the controller for damage and caller said there is no damage inside the controller port.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): , UDI#: (B)(4) h3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed fail (rms voltage at the h field probe). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.